Event description:
Pt scheduled for g-tube replacement. After removing g-tube from pt's abdomen via traction method per dr. With moderate amount of tension-the internal bumper of the peg tube not present.